Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the lead migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of even is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken in the future.